Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
An olympus sales representative reported to olympus on behalf of the customer, that during an unspecified procedure with biopsy, a submucosal hematoma occurred and was resolved with a hemostatic clip. The reporter states that the patient suffered no other injuries. No additional information is available at this time. There were no further reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is submitted to provide a correction to the initial report. Upon further review of the event, it was determined that the event does not meet the criteria for serious injury; no malfunction has been reported. Update to section h6.